Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated this pump stopped working and the doctor said the pump malfunctioned. They removed the pump on (B)(6) 2016 and this pump was in the patient's back. The situation was resolved.

Event description:
It was reported the pump was replaced on the friday prior to the report. The pump was filled with saline instead of drug and the patient was told to follow up with her managing physician to get the pump filled with medication. The patient began to experience withdrawal type symptoms and was admitted to the emergency room (ER) on that sunday. The pump was filled with medication on the day of the report. The reporter wanted to program an additional 0.5mg bolus, along with the priming bolus. The reporter was uncertain if the catheter was emptied of drug, but was not concerned if there was still drug since the patient was very opioid tolerant. It was suggested to program the priming bolus first, then programming an additional bolus. The single bolus after the prime was complete. The pump was used to deliver bupivacaine and dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).